Event description:
In 1999, the implant center reported that the patient had begun to experience extreme loudness. The center attempted to link with the device and was successful. In addition, the electrode impedances were observed to be within normal range. There were no reports of ics performance problems prior to device explantation. Revision surgery revealed that the electrode had migrated from the original location.